Manufacturer narrative:
H10: the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that the navigation ring does not function. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite to evaluate and repair the device. The fse disconnected and then reconnected the navigation ring cable to the assembly and confirmed this had resolved the reported issue. The fse replaced disconnected and then reconnected the navigation ring cable to the assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the touch button did not function. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the touch button does not function.

Manufacturer narrative:
E1: reporting address state: 21. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).